Event description:
Jp drain broke approx 4-6" from suture site while attempting to remove drain. Remaining jp drain removed in surgery under local anesthesia. Pt tolerated well. Surgeon could not differentiate device failure verses suture/stitch in drain as cause.